Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: device received for analysis. Material -locking mechanism of reservoirs was checked to verify its condition. Samples were evaluated, and during this evaluation it was notice that the latch of plates and locking mechanism were in good condition. Plates was able to be activated and de-activated several times with no issues observed. Therefore, it is considered that this material factor does not affect or contribute to the product integrity and its function. Man-in accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Machine -welding around the ports and in the perimeter of the bags was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Method -reservoirs didn¿t present any damage or tears on the front or the back side. Plates were activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of samples received it is determined that the reported complaint is not confirmed and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/5/2021. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Please try to obtain information of how many reservoirs were used during this patient surgery and had an issue? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product was received and samples were evaluated according to the original defect reported by customer " ... The reservoirs swelled immediately after unlocking them . .. " and this defect was not confirmed on several samples evaluated. Photos provided after product analysis requesting further investigation bv customer of additional photos taken and requested further clarification of the analysis: is there a defect with backflow prevention valve or not. At this time these samples were discarded since no additional information was received within 10 days as per internal procedure. However, as per the pictures provided by customer it is observed that there is a small slit inside the suction port of reservoir, it is possible that in the valve. The expected condition of an unused device should be this slit not visible in the valve since the purpose of valve is, thru negative pressure, only allow entrance of fluids and not allow that fluids into the bag go out from it. However, there is not an indication into the customer specification or internal procedures if a slit may exit or not into the valve. It is indicated into the rms (raw material specification) "valve must prevent reflow of body effluent". As per customer specification, the anti-reflux valve shall be flat and not twisted when plates are locked. According with customer specification and flex current controls, it is performed a compression testing as part of acceptance quality level (aql) inspection routines during manufacturing process for each lot, it helps to ensure that no backflow or only the allowed minimum as specified thru the anti-reflux valve exist; according to specification / physical requirements: an expanded reservoir with closed exit port subjected to a compression pressure min/max and there shall be no detectable leakage through the exit port, bag seal or anywhere else in the reservoir over a period of one ( 1)minute. Leakage of water from the anti-reflux valve shall be less than 10 ml/minute. It is considered that the original event reported by customer "the reservoirs swelled immediately after unlocking them" could happen due to the ports were not closed properly, allowing that air enter thru them; as per the instructions for use of j-vac bag reservoir "an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function". This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent please confirm the specific number of patient events: no further information is available. If it is only one patient please answer below questions: please confirm the quantity of reservoirs swelled immediately after unlocking them: how many swelled reservoirs have the lot number ju0169? How many swelled reservoirs have the lot number ju0250? Did the reservoirs come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? How was the case completed? Device return status: if it is more than one patient please answer below questions: have any of these events been previously reported to ethicon? If yes, please provide complaint file number. If no, please create additional complaints for each patient and provide the complaint number. No further information will be provided. Note: events reported on mw# 2210968-2021-08128. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. The reservoir swelled immediately after unlocking. The springs seemed to have deteriorated over time. Further details are not provided. There were no adverse consequences to the patient.